Manufacturer narrative:
The device was discarded and not returned. The lot history record (lhr) for this product could not be reviewed and a similar complaint query of the complaint handling system could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined the reported dislodged stent and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the reported removal of foreign body was due to a dislodged stent within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the proximal left anterior descending (plad) artery. A 3x8mm xience skypoint drug eluting stent (des) was advanced through a xience stent that was implanted 2 days earlier. When pulling back to position the stent at the target lesion, the 3x8mm xience skypoint stent interacted with the previously implanted stent and dislodged from the balloon, distal to the implanted stent. A snare was used, and the dislodged stent was successfully removed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The lesion was ballooned with an unspecified balloon to successfully complete the procedure. No additional information was provided.